Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 238 mg/dl. Reportedly, the customer wore the pump against the skin and a temperature change occurred to the pump prior to the occlusion alarm declaring. The customer cleared the alarm and resumed insulin delivery to address the issue.